Event description:
The patient had severe pain in the back of her neck, at the lead site. Approximately two months prior, she felt a shocking sensation while using a drill. Since then, the patient had been feeling the stimulation. She also experienced sudden increases in stimulation starting 3-4 months prior. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).